Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 288 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment the patient removed the pod. The patient discarded the pod.

Manufacturer narrative:
The returned device was evaluated and the data downloaded from the device shows an 0x6a occlusion alarm occurred during operation. This alarm deactivated the pod. During investigation, a blockage initially prevent fluid from flowing through the fluid path, but was able to be removed. It is unknown when this blockage formed or if it contributed to the occlusion alarm. The soft cannula was also not observed to be bent/kinked. No damages or defects were observed on the drive mechanism that would contribute to the 0x6a alarm. The root cause of the occlusion alarm could not be determined.